Event description:
The baxa software that runs the machine which mixes a pt's total parenteral nutrition bag has a "bug". The bug forces staff to perform a manual work around which is error prone and detracts from pt save work practices. One of the necessary work arounds resulted in a component omission which caused a temporary pt injury.